Manufacturer narrative:
Please note: it has been decided that the medwatch report sent to you on february 13, 2019, be retracted. Reason: the gore® tag® conformable thoracic stent graft with active control system tgm404015e, lot# 18578024, UDI (B)(4), was not commercially available in the us on the date gore aware of event on (B)(6) 2019, and was therefore not reportable to the us at the time.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent endovascular repair for a thoracic aortic aneurysm and was treated with a conformable gore® tag® thoracic endoprosthesis. During the preparation the tgm404015e device, the advancement over a guidewire was no longer possible when the wire became stuck in the device handle at its mid portion. A potential reason for the resistance was not reported. As the device with the stuck wire was no longer fit for use, the both components were replaced and the procedure concluded as planned.